Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however, medical records were provided for review. Per review, the investigation is confirmed for migration, difficult to remove, malposition of device, material deformation, however, the investigation is inconclusive for patient device interaction problem. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration, difficult to remove, malposition of device, material deformation, and patient device interaction problem. This information was received from one source. This malfunction involved one patient with no consequences. The patient is male with weight (B)(6) lbs; age was not provided.